Manufacturer narrative:
Correction: e1- the initial reporter postal office code was missing in initial report, it has been added now. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Additional information indicates, programming was done around the impedances, and effective therapy has been restored. There is no device malfunction; therefore, the leads are no longer considered reportable.

Event description:
It was reported that following a fall, the patient experienced pain at the ipg site. Additionally, it was reported that the patient's ipg became unable to communicate with external devices. It was also reported that the patient experienced ineffective therapy. Diagnostics revealed impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.